Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, wall adapter and charging cable. Replacement tandem-provided charging supplies were sent to the customer in an attempt to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.